Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 470 mg/dl while wearing the pod between 4 and 24 hours. Patient was also diagnosed with ketonuria and had large ketones. The patient was treated with sodium chloride 0.9% intravenously; blood work was also done and patient continued to receive insulin through this worn pod. The patient was released after spending 4 hours in the ER.the patient's blood glucose and insulin history are as follows: (B)(6).